Manufacturer narrative:
S.w version 5.3a. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged was hospitalized for low bgs and low blood pressure (medication low blood pressure medications are fighting each other) found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged pump/transmitter communication anomaly found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged blank display found on (B)(6) 2023. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08695 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-may-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 15:21:27.000. Daily total of all insulin delivered: 457000 (45.7 u). Daily total of basal insulin delivered: 207000 (20.7 u). Daily total of bolus insulin delivered: 250000 (25 u). On (B)(6) 2023 17:23:29.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 250000 (25 u). Bolus amount delivered: 250000 (25 u). In further full review of the pump history/traces on the event date of 06-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 06-jul-2023 listed on smart solve. Daily total of all insulin delivered: 741000 (74.1 u). Daily total of basal insulin delivered: 379000 (37.9 u). Daily total of bolus insulin delivered: 362000 (36.2 u). On (B)(6) 2023 17:59:46.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 202000 (20.2 u). Bolus amount delivered: 202000 (20.2 u). On (B)(6) 2023 19:48:55.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 160000 (16 u). Bolus amount delivered: 160000 (16 u). In further full review of the pump history/traces on the event date of 15-sep-2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 15-sep-2023 listed on smart solve. Daily total of all insulin delivered: 347000 (34.7 u). Daily total of basal insulin delivered: 347000 (34.7 u). Daily total of bolus insulin delivered: 0 (0 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event dates 28-may-2023, 06-jul-2023 and 15-sep-2023 in the formatted history file. Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 11:23:00.000, on (B)(6) 2023 13:30:00.000, on (B)(6) 2023 15:27:00.000, on (B)(6) 2023 21:37:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 15:43:00.000, on (B)(6) 2023 21:56:00.000, on (B)(6) 2023 22:06:00.000. Sensor signal not found (796) was recorded and found in the formatted history file on: (B)(6) 2023 16:17:00.000, on (B)(6) 2023 16:27:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: on (B)(6) 2023 18:36:45.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on (B)(6) 2023 23:03:30.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 23:04:54.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 23:07:17.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 23:09:41.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 23:12:15.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 23:16:47.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 23:20:35.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 00:58:53.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 00:59:59.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 17:50:30.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 18:00:59.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 21:07:25.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 21:17:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 23:17:39.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 00:16:19.000, on (B)(6) 2023 00:26:00.000, on (B)(6) 2023 14:50:14.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 05:35:00.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 05:35:00.000. Replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:32:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:43:04.000, on (B)(6) 2023 00:27:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 11:44:12.000, on (B)(6) 2023 11:44:20.000, on (B)(6) 2023 00:27:53.000, on (B)(6) 2023 00:28:01.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 12:22:00 pm. There was no power data available for the dates on (B)(6) 2023. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (24.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for pump/transmitter communication anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with low blood pressure. The current blood glucose value was unknown. Troubleshooting was performed and the insulin pump system was used within 48 hours of the reported low blood glucose event. The auto mode/smartguard feature was active at the time of the low blood glucose event. Reason of hospitalization medication low blood pressure. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for product analysis.